Event description:
It was reported that during percutaneous coronary intervention, a stent damage occurred. The 100% stenosed lesion was located in the severely tortuous and moderately calcified circumflex artery. During insertion, the distal edge of a 2.25x20mm promus element stent got flared. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that during percutaneous coronary intervention, a stent damage occurred. The 100% stenosed lesion was located in the severely tortuous and moderately calcified circumflex artery. During insertion, the distal edge of a 2.25x20mm promus element stent got flared. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination of the device noted distal stent damage. Struts at the distal edge were raised and misaligned. A visual and microscopic examination also identified kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).